Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified; deformation, yellow particles in the shell, the weight the device within specification, crease fold and was observed after autoclave: cloudy color and voids. A microscopic analysis was performed which identified: non- penetrating nick on the posterior. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture); non-penetrating nick on the posterior. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported bilateral rupture. The device was explanted.